Manufacturer narrative:
Additional information: e1 (street 1, city, region, postal code), g1, g3, country: pr. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. H6: patient code-c64343(malnutrition). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a huge abdominal wall hernia. It was reported that after implant, the patient experienced abscess, copious amounts of purulent material, abdominal wall infection, balled and folded mesh, fistula, adhesions, mesh disintegrated in apex of fascia/mesh border, biological mesh broken, hernia recurrence, open wound with drainage, mesh densely adherent to small bowel, phlegmonous process, wound and mesh dehiscence, ascites, malnutrition, abdominal pain. Post-operative treatment included incision/drainage, cleansing/debridement of abdominal wound, excision of sinus and segment of mesh, small bowel resection, jejunal resection with anastomosis, ileal resection with anastomosis,lembert repair of serosal tears, lysis of adhesions, placement of new mesh, removal of biologic mesh, wound exploration, excision of mesh overlying fistula, recurrent ventral incisional hernia repair with placement of new mesh. Medical records noted that the mesh appeared to have been placed upside down at time of original surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abscess, copious amounts of purulent material, abdominal wall infection, balled mash, fistula, adhesions, mesh disintegrated in apex of fascia/mesh border, biological mesh broken, hernia recurrence, and mesh densely adherent to small bowel. Post-operative treatment included incision/drainage, cleansing/debridement of abdominal wound, excision of sinus and segment of mesh, small bowel resection, lysis of adhesions, placement of new mesh, removal of biologic mesh, wound exploration, excision of mesh overlying fistula, recurrent ventral incisional hernia repair with placement of new mesh, and ileal resection/repair.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a huge abdominal wall hernia. It was reported that after implant, the patient experienced pain, inflammation, obstruction, perforation, sinus tract, scarring, limited mobility, bloated, abscess, copious amounts of purulent material, abdominal wall infection, balled and folded mesh, fistula, adhesions, mesh disintegrated in apex of fascia/mesh border, biological mesh broken, hernia recurrence, open wound with drainage, mesh densely adherent to small bowel, phlegmonous process, wound and mesh dehiscence, ascites, malnutrition, abdominal pain. Post-operative treatment included incision/drainage, cleansing/debridement of abdominal wound, excision of sinus and segment of mesh, small bowel resection, jejunal resection with anastomosis, ileal resection with anastomosis, lembert repair of serosal tears, lysis of adhesions, placement of new mesh, removal of biologic mesh, wound exploration, excision of mesh overlying fistula, CT-scan, wo und vac, recurrent ventral incisional hernia repair with placement of new mesh. Medical records noted that the mesh appeared to have been placed upside down at time of original surgery. Relevant tests/laboratory data: 07 may /2015: CT- foldings within upper aspect of mesh, and interloop fluid. 19 may 2015: CT- persistent mesenteric abscess showing interval organization, phlegmonous process and multiple gas foci associated with peritoneal mesh, adynamic ileus versus partial small bowel obstruction. 22 jul 2015: interval decrease in size of mesenteric abscess with persistent associated phlegmonous process, air tracking at level of surgical scar and passing through mesh into the intraperitoneal cavity suggesting wound and mesh dehiscence, possible partial colonic obstruction. 28 dec 2017: op note- CT scan showed enterocutaneous fistulas and gigantic ventral hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abscess, copious amounts of purulent material, abdominal wall infection, balled mash, fistula, adhesions, mesh disintegrated in apex of fascia/mesh border, biological mesh broken, hernia recurrence, open wound, and mesh densely adherent to small bowel. Post-operative treatment included incision/drainage, cleansing/debridement of abdominal wound, excision of sinus and segment of mesh, small bowel resection, lysis of adhesions, placement of new mesh, removal of biologic mesh, wound exploration, excision of mesh overlying fistula, recurrent ventral incisional hernia repair with placement of new mesh, and ileal resection/repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced abscess, copious amounts of purulent material, abdominal wall infection, balled mash, fistula, adhesions, mesh disintegrated in apex of fascia/mesh border, biological mesh broken, hernia recurrence, and mesh densely adherent to small bowel. Post-operative treatment included incision/drainage, cleansing/debridement of abdominal wound, excision of sinus and segment of mesh, small bowel resection, lysis of adhesions, placement of new mesh, removal of biologic mesh, wound exploration, excision of mesh overlying fistula, recurrent ventral incisional hernia repair with placement of new mesh, and ileal resection/repair.